Manufacturer narrative:
No parts were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system could not detect the pentero bracket. They rebooted the system without resolve. It was noted that the system is communicating without issue. The representative also noted that the cable seemed a little bit flattened. It was confirmed that the representative was able to get the cable working.